Manufacturer narrative:
The device in question was returned to walkmed infusion for product evaluation. The device underwent product evaluation testing at walkmed infusion during which it was discovered that there was an open state of free flow when the IV tubing is inserted and door closed. Walkmed infusion performed further failure investigation and identified normal wearing components and physical damage to the exterior housing as the cause.

Event description:
During product evaluation, walkmed infusion observed the device to have an open state of free flow. The device was initially sent to walkmed infusion for a reported broken exterior housing.

Manufacturer narrative:
(B)(4)